Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a loss of prime warning with a zero force was recorded in the pump's black box. A no cartridge detected alarm was received during investigation. Investigation could not be completed as a result of the no cartridge detected alarm. A force sensor wire trace was cracked at the pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging repeated loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.